Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: gel bleed.

Event description:
Healthcare professional reported unknown side "perspiration of the silicon gel of the device". The device has been explanted and replaced.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional later reported left side capsular contracture, baker grade iii and rupture.

Event description:
Healthcare professional reported unknown side "perspiration of the silicon gel of the device". Healthcare professional later reported left side capsular contracture, baker grade iii-IV and rupture.the device has been explanted and replaced.